Event description:
A low readings issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor when compared to competitor meter results. The customer further reported seeking third-party medical treatment for the reported issue however, no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.